Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient's blood glucose levels reached 32 mmol/l (576 mg/dl) with ketones of 3.5. Symptoms reported include hyperglycemia, fever, cold, and high ketones. The patient was treated with 10 ml water with juice every 5 minutes for about an hour until their levels stabilized. The patient was released the same day after 6 hours.